Event description:
It was reported that a patient presented with loss of capture and over-sensing noted on the patient's implantable cardioverter defibrillator. Programming changes were suggested. No intervention or adverse patient consequences were reported.